Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the hospital for elective device upgrade. Insulation was observed on the rv lead. No electrical anomalies were noted. The physician elected to extract and replace the lead. The patient was stable post procedure.